Event description:
During the routine follow-up of the device involved in this report, the physician noticed that several non sustained episodes within the ventricular fibrillation rate zone have been recorded in the device memory.

Manufacturer narrative:
January 04, 2010. This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analyzed. (B)(4). Discussion: according to the available data, the device operated as intended. Oversensing events were observed on non sustained episodes over a few cycles only. The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. Careful check of this phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a lead problem. Because the oversensing events occurred early in the morning, presence of an external interference should be checked.